Event description:
It was rpeorted that when the device and reload cartridge were used during an unknown procedure, the device failed to form staples in an orderly way when transecting the small intestine. There was no consequence to the pt.